Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the distal right coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. During advancement, the device met resistance with the lesion several times. The trek rx balloon ruptured at 7 atmospheres. A new 3.5 x 15 trek was used to successfully continue the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.